Manufacturer narrative:
The surgeon plans to explant the plate and screws and return them to us for evaluation.

Event description:
The locking screw backed out of the plate one month post op. The fusion site appeared to be healing. The surgeon reported that the screws were not fully seated into the threaded hole of the plate during the surgery.